Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, ubd: 10-jul-2028, UDI#: (B)(4), product type: lead, product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, ubd: 12-jul-2028, UDI#: (B)(4), product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the lead used during implantable neurostimulator (ins) placement "might be causing lower limb paralysis and bladder dysfunction in the patient." It was stated that lower limb paralysis and urinary retention had occurred and that these adverse events were determined to have occurred as a result of the spinal cord stimulation (scs) procedure. The patient¿s lower limb paralysis and bladder dysfunction remained an issue as of one week post-implant. A lateral x-ray image was reviewed to verify the electrode placement, confirming that one lead was positioned dorsally and the other ventrally. The patient¿s entire system was ultimately removed as a result of the event and the issues were resolved. No further complications were reported or anticipated.